Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a l4 l5 open fusion with triultis procedure there was a positioning inaccuracy after registration with ge 3d imaging. Using spinus process clamp, placed phantom over surgical sight, did the snapshot, did the spin with ge 3d. Confirmed no movement to pin or phantom. Acquired second snapshot and received green checkmark no left l5 and did not receive a prompt to do a landmark check. Brought robot to first trajectory, left l5, both the core instrument and burr appeared to be inaccurate, both appeared to be deep in bone rather than on the bone. The robot was manually moved out of the way, and the procedure was completed freehand. The surgeon identified a discrepancy of at least 1 mm during a landmark check. It was confirmed there was no movement with the spinus process clamp. There was patient involvement, but no injuries, medical intervention, or prolonged hospitalization were reported.